Event description:
It was reported to medical records on (B)(6) 2011, that this patient was having some sort of pains. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).